Event description:
It was reported that during lead revision, the guidewire could not be inserted into the left ventricular lead. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.